Event description:
It was reported a patient presented in clinic for routine device interrogation, where several alerts were observed for out of range high voltage lead impedance, possible high voltage lead damage, and inability of the device to deliver high voltage therapy. The device exhibited over current detection. The patient experienced an untreated arrhythmia, from which patient converted on their own. At a follow up visit after performing an echo, the patient showed normalized ejection fraction. The physician elected to leave the right ventricular lead implanted. The device was reprogrammed, and high voltage therapy was disabled.